Event description:
Evaluation revealed partially dislodged force sensor pins. This report is being made based on the evaluation results.

Manufacturer narrative:
(B)(4).the pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. During testing, the load cartridge step did not detect the cartridge and dispensed fluid and emitted a "no cartridge detected" warning. The battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.